Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the staple did not form properly, the approximating lever broke, and the device was difficult to open causing bleeding and tissue trauma. The surgeon applied another device and applied cautery to complete the procedure. The hospital has reported no pt injury occurred.